Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. No broken battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 457 mg/dl and she treated with an insulin shot of 10 units. Customer reported that last night customer noticed that the top of the battery compartment broke off and was not getting any insulin. Customer declined troubleshoot for high blood glucose. Advise to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.